Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k #: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -6.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019, three weeks post op the surgeon noticed dilated pupil. Elevated iop was noticed on (B)(6) 2019. Surgical intervention (yag pis) and medical intervention (prednisolone steroids, miotics, mydriatics, mannitol, and oral medication) were performed/prescribed but did not resolve the issue, the reporter stated " from (B)(6) 2019 not responding, even to mydriatics, form (B)(6) 2019 iop not responding for any medication". For last status of pupil and iop the reporter stated "pressure is getting under control and continuing topical anti glaucoma drops and patient is still under observation. Pupil is dilated and fixed, not responding to light". If additional information is received a supplemental medwatch report will be submitted.